Manufacturer narrative:
Evaluation summary: there was no damage noted on the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement.deformation of a number of stent wraps with raised struts was confirmed. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a massively calcified lesion. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected and negative prep was preformed with no issues noted. It was reported that resistance was encountered during delivery but no excessive force was used. The device failed to cross the calcified target lesion. The physician withdrew the device and it was noted that the stent struts were damaged. No patient injury reported. Procedure was successfully completed using another resolute integrity stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.